Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# 00784800200 modular neck k 12/14 neck taper use with +0 heads only lot# 63387521; item# 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 lot# 2857160; item# 00875704801 shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners lot# 63475757; item# 00885100832 neutral liner 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell lot# 63475757. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision of stem 2 years post implantation due to loosening. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.